Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received fully deployed with the needle fully retracted. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were found that would result in a needle mechanism failure. Although no issues were found, it could not be determined when the needle retracted, and the cause of the reported needle mechanism failure could not be determined. No damages or defects were found that would cause pain during insertion. The root cause of the pain could not be conclusively determined.